Event description:
The complainant reported that the clinicians were performing a ureteroscopy procedure on a pt, but during the procedure (date of event unk) the device tip broke off and the sheath was flaking. The complainant reported that there were no pt complications as a result of the reported problem. Numerous attempts were made to obtain add'l pt and event info, all attempts have been unsuccessful.

Manufacturer narrative:
This device has been received by this manufacturer, but a physical eval has not yet been completed. At this time, we are unable to determine if the device met specification. At this time, we are unable to determine the relationship between the device and the cause for this event.